Event description:
Journal reference: zhang, et. Al. "Deep brain stimulation in the treatment of secondary dystonia." Chinese medical journal. 2006; 119(24): 2069-2074. The article describes the results from a study that involved a series of 9 patients treated with unilateral and bilateral deep drain stimulation (dbs) for management of symptoms related to secondary dystonia. A number of complications were described. Reportable event: a male patient experienced a left side lead fracture at 16 months post dbs implant that required the replacement of the lead. Outcome information was not provided.

Manufacturer narrative:
Journal reference: zhang, et al. "Deep brain stimulation in the treatment of secondary dystonia." Chinese medical journal, 2006; 119(24):2069-2074.